Event description:
It was reported that during an unk procedure, that the device would not close. Another like instrument was used. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the anvil in the close position, but with no preload on the jaws, and extended as the anvil crimp was noted to be insufficient. A cartridge was present and fully loaded with staples. The anvil was manually reinserted on the device and the device was tested for functionality with the returned cartridge. The device fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.